Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose of 562 mg/dl. The customer stated that prior to the event, she had been having high blood glucose levels and had felt nauseated. The customer also stated that she last changed her infusion set the day before the event. Programming was correct. Troubleshooting was done and the insulin pump passed the fixed prime test. Nothing further was reported.